Event description:
Customer reportedly received results of 500 mg/dl and 120 mg/dl within 10 minutes on the advantage system about one month ago. No action taken based on device results. No symptoms reported with these results. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. No qulaity contols were used. Requested return of suspect device and replacement was sent.